Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two samples were returned for evaluation. Both samples were visually evaluated, and no defects were observed. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, samples were attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned samples. Samples were also leak-tested with passing results. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0. 154in which meets the specification of 0.150-0.154 inches. Based on the results of the sample evaluation, the reported defect was not confirmed. Due to complaints of this nature, an approved project is in place to further address issues of air in line. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: detailed inquiry description: three tubing samples recovered from hemo/onc infusion center from nursing staff, two of which were ns infusions that appeared to have no air bubbles yet could not be cleared and one was ns + venofer with the same issue. This report is for the " two of which were ns infusions". No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.